Event description:
The hcp reported the pt was admitted to the hospital due to a change in drug effect; the pt feels the implanted pump is not working. The drug used in the pump is morphine. The rep provided info that a physician at the facility has a physician programmer to reprogram the pump. Add'l info has been requested from the physician.

Manufacturer narrative:
.